Event description:
The reporter indicated that while reading a safety alert letter the following unrelated event was remembered: the patient is on beta blockers and uses the rate profiles rather than the histograms. When performing intermittent threshold pacing the rate profiles default to histograms requiring re-programming before the patient leaves. The save/recall doesn't retain the original inquire settings.

Manufacturer narrative:
Tried to contact caller several times to obtain programmed parameters of this device. Attempts were unsuccesful. The device appears to be operating as intended and specified.